Event description:
It was reported that the patient experienced a periprosthetic femoral fracture approximately two years post-implantation following a total hip arthroplasty. The femoral fracture was fixed with ncb periprosthetic trochanter plate. Subsequently, approximately six weeks later, a re-fracture occurred directly below the short stem requiring revision surgery with a longer ncb periprosthetic trochanter plate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: ncb pp troch plate rt narrow; item: 02.02263.201; lot: 3239102. Desc: ncb pp pr fem plate rt l115mm; item: 02.02263.000; lot: 3230817. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.